Event description:
The event is reported as: the distributor (B)(4) alleges that a torn package was observed during incoming inspection. A total of (2) packages were observed with this reported issue.

Manufacturer narrative:
No visual or functional inspection can be performed since the device sample is not available for eval. The device history record (DHR) of the product (B)(4) with lot # 02b1400691 was reviewed and was found that an ncmr was opened for rejection due to damage during transit. Complete lot was inspected at 100% visual inspection. The product was re-inspected and re-packed however this type of defect is easy to be detected during the manufacturing of the product since it is verified at 100%. Additionally, per internal procedure, distribution center performs 100% inspection. DHR shows that the product was packed and inspected according to our specifications. During the investigation, it was found that component tfx-000354 (sheet foam) batch (B)(4) was used during the manufacturing process, this sheet foam was implemented to prevent product damage. No conclusion can be established at this time based on the lack of the device sample. It is necessary the physical sample in order to perform a proper investigation. If the product sample becomes available, this complaint will be reopened. However, manufacturing and r & d departments are evaluating the current packaging design, k a proposal of a new packaging method has been identified, and therefore, a process/design has been initiated. Personnel involved in the manufacturing process have been notified on this issue.